Event description:
The tech alleged the brake casters would not hold at the head of the bed. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and supports to resolve the issue.